Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient implant op report only. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2004 - patient was diagnosed with uterine prolapse, cystocele, rectocele and stress urinary incontinence. The patient underwent a vaginal hysterectomy, bilat salpingo-oophorectomy, anterior repair, posterior repair and implant of an alleged bard/davol 3' x 6' "marlex" mesh as a suburethral sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.